Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation found that there was no image when shaking the defective video connector. Additional non-reportable findings were as follows: the front panel and the video connector was worn. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
An olympus representative reported to olympus on behalf of the customer that poor contact of the video connector, abnormal image on the video system center. The issue was found during preparation for use for a diagnostic laryngoscopy examination. The intended procedure was completed using another similar device. The patient was not under anesthesia and there was no delay. There were no reports of patient injury or harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the correction of the initial MDR and the legal manufacturer's final investigation. Corrected fields: d8. Additional information: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over seven (7) years since the subject device was manufactured. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of all the malfunctions would likely be faulty video connector. Olympus will continue to monitor field performance for this device.